Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website posting. The customer's blood glucose was unknown. It was reported the device has the following malfunctions: no delivery alarm, cosmetic damage, and diminish battery life. Customer declined trouble shooting. Advised sending replacement insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip, cracked belt clip slot and cracked case at the reservoir tube window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm noted. No excessive no delivery alarm noted during the testing.